Manufacturer narrative:
The logs shows that o2 path self-test is failing due to leaking o2 dosing proportional valve.

Manufacturer narrative:
Device evaluated by MFR: technical support in conjunction with the customer reported that the logs shows that alarm 379 ( 02 dosing not possible ) is active since (B)(6) 2019, after every start up . Further in the screen shot, it is apparent that dosing valve is leaking 9.51 l/min. Safety valve needs to be replace under warranty. Any additional information received from the customer will be included in a follow-up report.

Event description:
The customer reported alarm 379, (no 02 dosing possible )with this unit. Risk analysis was sent to the customer and give us update that there was a patient during the malfunction occur , they had to transfer the patient , however they confirmed that there was no harm nor injury to the patient.